Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 28-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a275 vectris mrics compact experienced lead migration or dislodgement, resulting in a loss of the rapy. A revision procedure was performed. The lead was replaced. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the ins was replaced on the same day, however the rep noted there were no allegations against the device/therapy.